Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 0. Customer's blood glucose level was within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support in resetting the pump and informed that the pump could continue being used.